Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that, during implant, a lot of air was noted in the left ventricle (lv) that appeared to be coming from the apex. Bleeding was also noted at the lv apex. Low flow alarms were noted. This affected the right ventricle (rv) function and the patient required inotropic support. The pump was unlocked and rotated on the apical sewing ring before being relocked. The lv air and bleeding improved. The patient then developed ventricular fibrillation arrest and cardiogenic shock. They were placed back on cardiopulmonary bypass and defibrillated/resuscitated successfully. A temporary right ventricular assist device (rvad) was inserted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported left ventricular air and blood leakage could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and cardiogenic shock could not be conclusively established. After multiple assessments, the surgeon used the unlock tool to unlock the pump, rotated the pump on the apical cuff, and then relocked the cuff lock. The bleeding and lv air improved following the rotation of the pump. An improvement in the patient¿s right ventricular function was also observed as the air was resolved. The patient then went into ventricular fibrillation arrest and was emergently placed back on cardiopulmonary bypass. The patient was defibrillated/resuscitated successfully, and a temporary right ventricular assist device (rvad) was inserted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27feb2022.. The heartmate 3 lvas instructions for use (IFU) rev. C and the heartmate 3 patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including bleeding, cardiac arrhythmia, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5, under ¿de-airing the pump¿, provides information regarding how to properly de-air the pump during implant and includes steps of the process. The IFU warns that initial weaning of cardiopulmonary bypass should ensure a minimum of two liters per minute (lpm) of blood flow to the left ventricular assist device to prevent air embolism. Prolonged de-airing may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.